Event description:
The initial reporter received analyzer alarms and questionable ise indirect gen.2 results from the cobas 8000 cobas ise module. Data was provided for one patient sample. The initial sodium result was 178 mmol/l and repeat result was 138 mmol/l. The initial potassium result was 6.6 mmol/l and repeat result was 4.9 mmol/l. The initial chloride result was 134 mmol/l and repeat result was 99 mmol/l. No erroneous result was reported outside of the laboratory. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative found a damaged dilution dispense tube and replaced it. He ran a precision check which passed. The issue was resolved by the service actions.